Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for inability to attach as intended with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to inability to attach as intended as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode inability to attach as intended. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® one use holder it is difficult to pierce through the stopper so they are not seating properly. The following information was provided by the initial reporter: it was reported by the customer that tubes are not seating properly in the needle holder requiring manipulation, or holding them on to fill properly. Previously the needle holders did not have ridges on them and the new version does and is not performing the same as the previous version.

Event description:
It was reported that during use with bd vacutainer® one use holder it is difficult to pierce through the stopper so they are not seating properly. The following information was provided by the initial reporter: it was reported by the customer that tubes are not seating properly in the needle holder requiring manipulation, or holding them on to fill properly. Previously the needle holders did not have ridges on them and the new version does and is not performing the same as the previous version.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.